Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose was 415 mg/dl, 414 mg/dl, 268 mg/dl and 300 mg/dl. Before getting suspend on low, the blood glucose was 78 mg/dl. Customer declined troubleshooting of the high and low blood glucose. Customer corrected with food and shut pump down and then changed pump and blood glucose goes high when he changes his pump. The insulin pump will not be returned for analysis.